Event description:
Boston scientific received information that during defibrillation threshold testing this implantable cardioverter defibrillator (ICD) system was unable to re-establish a normal heart rhythm even when using the maximum amount of shock energy. The patient was defibrillated externally and a revision procedure was planned for the following day. Upon disconnection of the lead, it was noted that the two proximal and distal terminals were reversed preventing successful conversion of this patient. The device remains in service. No further complications were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.